Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints from the reported lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leak in the steerable guide catheter. It was reported that during preparation of the steerable guide catheter (sgc), it was not able to hold column. Troubleshooting was performed however the device failed again therefore it was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.